Event description:
It was reported that the customer's insulin pump was cracked because he/she fell. The insulin pump's screen light up but there was no response. The customer's blood glucose level was 261 mg/dl. He/she was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. Displacement test was not performed due to missing segments. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and case scratched.